Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose has been higher for the last 3 days since she changed her infusion set. Customer stated that she bolused today and her blood glucose kept going up. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and customer stated that the insulin did exit the tubing during manual prime. Customer removed the set from the body and stated that the cannula was bent. Customer stated that there was also insulin around the site. Customer was advised to change the set every 2-3 days.